Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation degradation noted at 21.5 ¿ 21.8 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.